Event description:
Related case (B)(4). During total hip replacement revision, the corail extraction instrument snapped off in the stem, therefore, the surgeon could not use the extraction instrument to remove the stem from the body. Surgeon proceeded by using a molewrench flat hammer and an srom stem extractor and split the femur in order to remove the stem.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible for as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.